Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up with several episodes for nsln due to intermittent far p-wave oversensing. Programming changes were recommended. The device remains implanted.